Event description:
Acl reconstruction performed on pt in 2001. The pt started to show signs of infection two weeks post-op. Surgeon did not culture infection to determine organism type. I.v. Antibiotics administered followed by oral antibiotics. Pt's condition normalized.